Event description:
It was reported that a tim20 was used during an abdominal aortic aneurysm repair. It was reported by the affiliate that a small piece of plastic broke off the tip of the applier when fired. The broken piece was retrieved and is being returned with instrument. 10/21/1998 phone message from affiliate. The piece fell into the pt and was retrieved. There were no post op complications.